Manufacturer narrative:
Technician load tested battery and found zero output. He replaced battery to resolve. No injuries reported.

Event description:
Customer stated that battery power on, bed not working. Battery shows full charge on indicator light.